Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that the shaft on the flexible drive cable was falling apart. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Service department received customer flex cable inner core and the service repair technician (srt) observed that the shaft was falling apart. The srt installed outer casing, cleaned inner core, and lubricated and re-assembled drive cable. The flex cable operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.